Event description:
Boston scientific received info that the pt with this right atrial lead presented to their clinic feeling poorly. The device interrogation revealed no atrial capture at 6.5 v @ 1.0 ms in both unipolar and bipolar configurations. It was noted that impedances were good at 530 ohms, and sensing was also good at 0.7-1.0 mv. A lead revision was performed and the lead was explanted and replaced and returned for analysis. No adverse pt effects were reported.